Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while at home. The customer cleared the alarm and resumed delivery. In addition, it was reported that the cartridge connection was loose. The customer tightened the connected and completed the load process successfully. Insulin delivery was resumed. There was no reported impact to the customer's blood glucose.